Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during treatment in the intensive care unit, one unit of prismaflex m150 set had internal air leakage. The leakage was due to a cracked luer connector of the arterial port. A new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.